Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). At an unknown time, the meter result was 4.1 inr. At 2:19 pm, the meter result was 2.0 inr according to the meter memory. At 7:15 pm, the meter result was >8.0 inr according to the meter memory. The customer stated the time and date on the meter was not set correctly so the exact time frame of the three results is unknown. Customer's therapeutic range was not provided.